Manufacturer narrative:
The company representative observed that the spo2 board failed to pass diagnostic test. He replaced the board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported via medwatch : passport 2 had no pulse oximetry function in trauma room during a code. This has happened before in a different treatment room with the same type of monitor. No pt harm. The only way to reset pulse oximetry is to turn the monitor off then back on. This puts the pt in danger during an event and also data on pt is lost. Device malfunction - that is, the device did not do what it was suppose to do".